Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, first lock test was normal and while pulling the lock line the clip opened. During the second lock test clip opened again, clip was closed and deployed. It was noted that the clip was stable on the leaflets after deployment. All steps were performed as per IFU during preparation and procedure. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was reported that mr had increased to grade 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.